Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: cemented total arthroplasty of the right hip demonstrates a periprosthetic fracture extending from the greater trochanter to the lateral sub-trochanteric diaphysis. Predominantly, fracture is noted lateral to the cement mantle of the femoral stem. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause cannot be determined. It is noted a cpt stem was utilized with a ringloc modular head and this combination is not compatible, it is unknown if this combination caused or contributed to the event of the patient falling and experiencing a bone fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial hip arthroplasty. Subsequently, the patient fell and fractured femur distal to the implant and was revised 1 week later due to a periprosthetic fracture around the stem. Attempts have been made and additional information on the reported event is unavailable at this time.